Manufacturer narrative:
On the date (B)(6) 2019, for work order 278654, production team 207 produced a total of 75 kits and performed 4 kit inspections with no defects found. A quality assurance inspection was also performed on the order with no defects found. There were no reports of any deviations or non -conformance investigations (nci) generated for the work order. The lot number of component 4m2624h4 was 1480000. There was no special instruction on the affected component. There were no reports for any scrap, return to stock (rts) or additional pick generated for component 4m2624h4 a sample was not available at the time of the complaint investigation. The image query, electronic device history record (edhr), and bill of materials (bom) were all reviewed for component placement and material usage for work order 278654 . The work orders bill of materials consisted of 31 components of which ¿1 kit was reported for a powder like substance on the outer wrap. Procedure requires that all personnel areas are to have head covers, bouffant, and beard covers( if applicable) and are required to be worn in all production and manufacturing areas. The production team did not notice any contamination of this sort during the assembly process. The contamination could have come from vendor or the assemblers themselves; however, the root cause of the contamination is unknown at this time. We have talked to the personnel involved in this failure to maintain procedures in place to prevent and reduce any type of contamination working with assembly process and suppliers, the production staff were notified to reinforce and follow the cleaning protocol and review the components to prevent and detect any type of contamination during the assembly process, and thus avoid and prevent any type of contamination.

Event description:
Customer informed cardinal health that they have had an incident of an internal infection. This case used a cardinal health plastic pack sba21pppsd where a film-like, tacky and grimy substance was present on the outside of the sterilization pouch and transferred to the staff¿s hands. Customer stated they have not conclusively ruled out that the infection had indeed come from the hand packs. The event date was unknown. Customer would not provide demographics or clinical data after multiple attempts. Although no injury was reported, cardinal health is filing a report for this incident.